Event description:
It was reported the device exhibited a watchdog error code. No patient injury was reported by the customer.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.